Event description:
During a routine shift check of the device by a clinician, noticed an error message involving the paddles but not clear what it was anymore. Performed some troubleshooting and believe it is the universal cable. The complainant indicated that there was no pt involvement in the reported malfunction.